Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade stopped spinning. A different device wsa used to complete the procedure with no adverse patient consequences. The physician opined that the tenaculm used was too wide and rubbed against the blade and stopped the belt in the hand piece.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02888. The same patient is represented in each medwatch.